Manufacturer narrative:
The insulin pump was received with currents within specification. No unexpected failed battery, weak battery, or blank display noted. The lcd board on the device was ok. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
It was reported the customer had battery issues with their insulin pump. The customer received a weak battery alarm on their insulin pump. Customer was able to clear the alarm, but received a battery out limit alarm. It was also found the customer had a blank display after replacing their battery. Customer's blood glucose was 300 mg/dl. Troubleshooting also found there was a chunk missing from the customer's battery compartment. The customer was unsure how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.